Manufacturer narrative:
(B)(4). A maxera cup inserter (lot 61885812) was returned for evaluation. As returned, approximately .200 of thread form of an unknown device remains in the threaded feature of the inserter, not allowing it to function as intended. The device shows wear & tear that indicates repeated use during a potential field age of approximately 9 years 5 months. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unknown/ unknown cup/ lot # unknown.

Event description:
It was reported that during a hip procedure the claws of the impactor would not tighten around the cup. The screw was fully tightened inside. No patient harm was noted. No further event information available at the time of this report.